Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received sensor scan results that were lower when compared to readings obtained on the built-in reader and experienced sweating, aches, and a loss of consciousness. Customer managed to self-treat (unspecified) and no third-party treatment was reported. A sensor scan result of 83 mg/dl was compared to a built-in reader reading of 201 mg/dl and these results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.